Event description:
Medsun report rec'd. Reporting a leakage incident involving one (1) ch-12 bag spike w/integrated clave. The report states "while pushing bendamustine (chemotherapy) into the IV bag using the bag spike, the cytotoxic drug poured out of the blue port on the bag spike before entering the IV bag. The leak occurred between where the blue port is sealed onto the bag spike." This was detected during set-up/preparations. There were no reported adverse operator consequences. The involved device is not available for eval. Record review: reported lot #1978765 (mfg date 06/2010). A review of the mfg. Lot database for this lot # shows 3950 units were mfg., tested, inspected and released. The exact cause(s) of the reported product experience are unk at this time.